Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during cycle two of five of peritoneal dialysis therapy. It is unknown if the patient was connected. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.